Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, low sensing and no capture were observed. The lead was not implanted. No adverse consequences to the patient were reported.